Manufacturer narrative:
UDI #: (B)(4). Date of event: unknown, not provided. Explant date: if explanted, give date: not applicable as the lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient that was implanted with bilateral (B)(4) mulifocal lenses, model zlb00, is quite miserable and is seeking care. She has filed for disability and is nearly in tears every time her surgeon sees her. She has been seen by her surgeon over the last few months and was offered lens exchanges. Her surgeon indicated that her acuity doesn't seem too bad and that her symptoms are out of proportion to findings, but certainly believes she is having true problems. No additional information was provided. Since both her eyes had implants, separate mdrs will be filed for each eye. This is for her left eye, serial number: (B)(4).

Manufacturer narrative:
H11: corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 9614546-2016-00247. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evalulation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed as the lens was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.